Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 5. Precautions ¿ juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 6. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported 1 syringe of juvéderm voluma® xc had ¿cracked at the hub of the syringe.¿ patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used. This was the confirmed initial use of the syringe.

Manufacturer narrative:
Device analysis: empty syringe of 1.0 ml received without cap, no needle. No defect observed to syringe.

Event description:
Healthcare professional reported 1 syringe of juvéderm voluma® xc had ¿cracked at the hub of the syringe.¿ patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used. This was the confirmed initial use of the syringe.